Manufacturer narrative:
Patient country: united states. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due high blood glucose level and seizure on (B)(6) 2024. No further information was available.